Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "paddle fault" message, with known good paddles attached. Complainant indicated that there was no pt involvement in the reported malfunction.